Manufacturer narrative:
A review of the device history was performed and no non-conformances were identified. A review of sales records identifies no further prosthesis dispatched for this patient, therefore it is not possible to identify if the patient has been revised to date. Current information is insufficient to permit a conclusion as to the cause of the reported event. Requests are being made for additional information and a supplemental report will be provided if this information is received. Please note that this custom implant is similar to the mets modular proximal femur implant (k121056).

Manufacturer narrative:
A design proposal has been provided to the surgeon, however it is unknown if a revision surgery has taken place. Based on a stanmore review of the provided information, the reported subluxation was not confirmed. As the device has not been returned it is not possible to assess the actual implant. No information relating to the patients activity levels is available. A review of the batch records revealed no evidence that non-conforming products were released from this batch. Stanmore has determined to close this complaint file pending further feedback. A new file will be opened if the case moves forward. This complaint is being tracked and trended.

Event description:
This is a supplemental report to 3004105610-2014-00068 (B)(4). It was reported by the surgeon that the patient underwent a primary procedure on (B)(6) 2003 and subsequently reports a subluxated hip. It is unknown if the patient has been revised to date.

Event description:
It was reported by a surgeon that the patient underwent a primary procedure on (B)(6) 2003 and subsequently reports a subluxated hip. It is unknown if the patient has been revised to date.